Event description:
It was reported the lead had dislodged 3 days after implant, was repositioned, dislodged a second time 2 days later, and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.